Event description:
It was reported that the patient was having difficulty charging the ipg which took longer and more frequent to charge. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1110; sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was having difficulty charging the ipg which took longer and more frequent to charge. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Exact date unknown, event occurred last couple of years from the date manufacturer became aware of the event.